Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: the battery compartment is free of moisture and the display lens free of moisture. A leak test performed and suggests a leak in case near display lens-case joint. The device was opened and there was moisture throughout. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.